Event description:
On (B)(6) 2014, a customer reported an rh (d) discrepant result when testing with a galileo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells images on (B)(4) 2014. Review of the well images indicates that the weak d assay results were negative with tightly defined red blood cell buttons. No patient sample or customer product was returned to immucor for immucor investigation.